Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with the miniarc single-incision sling and another with a miniarc single-incision sling and another manufacturers product on an unspecified date to treat her pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, disability, has sustained permanent injury, permanent and substantial physical deformity, as well as other damages. It is alleged the plaintiff has undergone and/or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.